Event description:
Pt who sustained a left proximal tibia fracture in an mva in 2003. Pt was surgically fixed and went on to develop a nonunion of the left tibia with hardware failure. In 2004 pt underwent removal of hardware and repair of their nonunion with op1 and 20 cc autograft bone. In 05/2004 the pt presented to office (after placing bacitracin to a scab on their wound for several weeks) with wound drainage, wound revealed exposed metal and pt required an I&d. Today pt is still draining and on constant suppressive antibiotics but their fracture is healed.